Manufacturer narrative:
Improvements to increase the robustness of the hydraulic connections have been designed and validated and are currently being introduced in the field to avoid the occurrence of tubing disconnection.